Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the endoscopic image was not displayed due to the failure of the cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the endoscopic image flickered. The field service engineer checked the subject device and found that the endoscopic image was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation but was returned to olympus india (omsi). Omsc could not reviewed the manufacture history (DHR) of the subject device because more than fifteen years had passed since the subject device had been manufactured. Based on the information from omsi, omsc surmised that the reported phenomenon was attributed to the communication failure between the video processor and the subject device due to the failure of the electronic circuit which was caused by the water ingress from the scratches on the cable. The scratches on the cable might be caused by reprocessing or storing this product together with tweezers, forceps, scalpel, etc. If additional information becomes available, this report will be supplemented.